Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was over 400 mg/dl. The caller stated that there were discrepancies between the reports from the customer's insulin pump and the actual information for the boluses were. The caller stated that the recommended bolus for the high blood glucose was 11.7 units. She stated that the report showed that all 11.7 units were delivered when only 1.5 units had been delivered. The caller stated that the insulin pump was suspending itself from night to morning at times. The customer's most recent blood glucose was 305 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus anomaly or history anomaly was noted. The insulin pump was received with a cracked case at the display window corner, and a minor scratched and cracked display window.